Manufacturer narrative:
Device 2 of 2: cev6795b (lot# 120301) - manufacturing date: march 2012. The device (part# cev634-1a) was evaluated and indicated that the electrode palette was broken in the middle. No equipment fault or pre-existing corrosion was observed. The breakage was very likely sudden after excessive duress. Cev6795b was evaluated and no problem was observed on the tube. The instrument was in accordance with the manufacturer's specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
Two devices (part# cev634-1a and cev6795b) were returned to mxi service and repair.